Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During removal from the package, the suture broke. This was noticed before it was used on the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device was mangling with an almost completely severed the suture. The cause of the mangling could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.